Event description:
On 12/17/86 an ipp device was implanted. On 5/16/91 the cylinders and reservoir were revised. On 5/1/97 the cylinders and pump were removed from the pt and replaced due to fluid loss - "aneurysm on the left cylinder, from the pt pumping up the device to the max."